Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the insertable cardiac monitor (icm) device longevity was shorter than expected, and analysis determined this was due to an unusually high number of magnet detections. The latitude clarity monitoring system and programming data could not independently confirm the root cause, so icm device replacement and return for detailed engineering analysis was recommended. The internal battery depletion was consistent with repeated magnet activations, which significantly reduce icm device longevity. Data indicates that magnet interactions were occurring very frequently, suggesting daily repeated exposure. This constant exposure explains the accelerated battery depletion. As a result, the patient requires earlier device replacement than expected. Further patient education and assessment of daily habits are necessary to prevent recurrence. No adverse patient effects were reported. This icm remains in service.